Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had needle did not came out after inserted. The customer's blood glucose level was unknown. Customer stated that they receive a calibration not accepted alert and change sensor alert. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random partial opened/used sensor and performed visual inspection and found insertion needle bent inside the needle hub, found needle in full during analysis. Unable to confirm customer received sensor in that condition due to customer returned opened/used. Missing one needle.